Event description:
This is a spontaneous report by a nurse from (B)(4) of acute myocardial infarction (mi), peritonitis, sepsis and ileus in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010 the patient was hospitalized for an acute mi, peritonitis and sepsis. On an unreported date, while hospitalized, the patient developed an ileus. The patient underwent a stent placement for the acute mi and received (B)(6) while hospitalized for the peritonitis and sepsis. The nurse provided an alternative etiology of the acute mi leading to an ileus leading to peritonitis and sepsis. On (B)(6) 2010, the patient was discharged from the hospital and the events of acute mi, peritonitis and sepsis were resolved. The outcome for the ileus was not reported. Pd therapy was ongoing. The nurse believed the events of acute mi, peritonitis and sepsis were unrelated to pd therapy and did not provide an opinion of causality for the ileus.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/17/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.